Manufacturer narrative:
This report is submitted on may 8, 2020.

Event description:
Per the surgeon, it was noted that the electrode was not situated in the cochlear. It is unknown if the device had migrated out of the cochlear or it was not correctly placed at the time of the initial implantation. The device was explanted on (B)(6) 2020 and the patient was reimplanted with a new device during the same surgery.